Manufacturer narrative:
Event was reported in error.

Manufacturer narrative:
The follow up report was submitted with blank in date received by MFR. The correct date is 15-apr-2020.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a low blood glucose on (B)(6) 2017 at 6:00 pm. The customer reported emergency medical assistance dispatched, because of the low blood glucose and the insulin pump is reading normal. The blood glucose value at the time of admission over 24 mg/dl. The customer was treated for the low blood glucose level with intravenous insulin. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshooting and found the transmitter to be defective. The customers current blood glucose level was 149 mg/dl. The insulin pump will not be returned for analysis.